Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was broken. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was broken. A field service engineer (fse) pushed and executed the update file on the station, rebooted the unit, and reseated the biometric identifier device, confirming it powered on correctly. Pharmacy re-enabled biometric identifier logins, and biometric identifier scanner functionality was tested using the hardware test application with all tests passing. The system functioned as intended after the field service engineer repaired the device.